Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received. Per visual inspection, the gas supply indicator was damaged. Per functional testing, the ventilator fails the alarm shutdown test and not shutting down after approximately sixty (60) seconds. This is a power-saving feature of the device, so the fact that it is not working would contribute to premature battery depletion. Unplugged the sounder printed circuit board (pcb) from the main alarm pcb, and now the device goes into power-save alarm shutdown at approximately sixty (60) seconds. The complaint was confirmed/duplicated. The root cause was a shorted sounder pcb. It was unknown what caused the pcb to become faulty. Replaced faulty sounder pcb and damaged main alarm pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was only holding batteries for a few hours. No patient involvement was reported.